Manufacturer narrative:
The country of origin is (B)(6). The liquid level detection on the analyzer was verified and was ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys total psa assay results, for 1 patient, from a cobas 6000 e601 module . The following results were obtained: sample 1: initial: 2.08 ug/l, rerun: > 100 ug/l, diluted rerun: 120 ug/l. It was noted that the 2.08 ug/l result was obtained from a decanted tube. The customer used a 2nd sample from the patient to verify. The following results were obtained: sample 2: initial: > 100 ug/l, diluted rerun: 120 ug/l. It was noted that the correct result was 121.8 ug/l, it was not clear which sample this result was obtained from. The questionable result was not reported outside the laboratory. The reagent lot number is 419341 and the expiration date is 29-nov-2020.